Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly. The cartridge was filled with 280 units of insulin, and the insulin gauge displayed 105 units after delivering 100 units during therapeutic delivery. The customer's blood glucose level was 136 mg/dl. During a follow-up call on 9/23/2017, the customer confirmed that the insulin gauge began to decrease as expected after the amount of insulin in the cartridge passed below 105 units.